Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the hospital for a scheduled pacemaker change procedure. Upon examination, the atrial lead was found to have low impedance. The lead capture threshold and sensing were normal and impedance trends were stable. The physician inspected the lead with fluoroscopy and found no visible anomaly. A venogram was attempted but was unsuccessful. The physician noted that the lead was implanted since 1999 and the patient required less than one percent pacing on that lead. He opted to keep it as is and continue to monitor regularly. The pacemaker change procedure was completed without any complications. The patient's condition was stable throughout the procedure and there were no negative effects from the anomaly observed.